Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a known issue with the mobile power unit (mpu), sn (B)(6), on 22apr2026. It was said to have been possibly due to electrostatic discharges in the vacation rentals by owner (vrbo) the patient was staying at. It was also said new mpu was exchanged on 23apr2026.